Event description:
The customer reported the system displayed a filament regulator error during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but could not find the cause of the problem, and the customer is deciding on further service. No conclusion can be drawn as repair info is not available. This malfunction may have resulted in a possible accidental radiation occurrence.